Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air leakage into an exactamix 2400 valve set. Excessive air bubble leakage was observed during setup. There was no patient involvement. No additional information is available.